Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, pre-mature battery depletion was observed. Review of session records revealed rapid battery depletion. Device was explanted and replaced. Patient was stable post-procedure.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported rapid battery depletion to eri was confirmed in the laboratory via review of the device image. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the rapid battery depletion to eri could not be determined.